Event description:
It was reported the procedure was being performed in the operating room. When the clinician opened the tray they found the guide wire was kinked at one end and the blue straightener was welded on the guide wire and could not be used. As a result, the guide wire was replaced and was placed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer returned a guide wire inside a straightening tube. The guide wire was kinked near the proximal end and bent at 11 cm. One side of the straightening tube was flattened near the distal end. The opposite side of the tube had a slight depression in it. The wire was found to be intact but could not be removed from the straightening tube. It appeared that the guide wire was not positioned correctly in the tray and was damaged during the lid sealing operation. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated at the packaging site.